Event description:
-----

Event description:
Additional information was received that this device was explanted and replaced on the day of the initial allegation for battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently returned for testing. This product issue will be updated when device evaluation is complete.

Event description:
Boston scientific received information that this device had declared elective replacement indicator (eri) and the caller expressed dissatisfaction as the device has only been implanted for five years. The monitoring voltage was not provided and the current charge time is 18.7 seconds. The device will be replaced and returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. This product issue will be updated if additional information is received.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and documented the information. According to our resources, the device remains implanted at this time. No other adverse events have been reported. This product issue will be updated if additional information is received.